Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the rows e and d was not detected on bus. A field service engineer reseated the row board cable to resolve this issue. Preventative maintenance has performed. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. The customer indicated that they were able to retrieve the medication from pharmacy and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.